Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they first noticed the device issue about two years ago. The patient estimated that the issue started on (B)(6) 2016. The patient clarified that the problem with the device was that the battery would not stay charged. It was noted that the patient had an ankle replacement and was walking more, which may have led or contributed to the issue. The patient stated that their physician moved, so they had to get another referral and get their medical records transferred to another physician. It was noted that the issue had not been resolved yet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had a main problem with their device, and that was why they thought it needed to be replaced. The patient also mentioned that their back was starting to hurt again. No further complications were reported or anticipated. Indication for use is lumbar radiculopathy.